Event description:
We tried to inject for a head/neck angio study and the injector just pressured out during the contrast part of the injection. We checked to see if it was the patient's IV, but it was fine so we ended up refilling the saline and contrast with a different injector kit and it worked again for the saline and not the contrast. CT tech loaded both the first and second time and said it was hard to get the spikes off the syringes when getting ready to put the tubing on and prime the syringes. It looks like the syringes are not working properly or possibly it's the actual injector itself not working.